Manufacturer narrative:
The complete lead was returned in one piece with the stylet lodged in the lead. Visual inspection of the lead revealed stripped coating from the stylet was found bunched at the distal end of the connector which would have led to difficulty removing the guidewire/stylet. The connector pin and cap were pulled from the connector assembly which resulted in a stretched inner coil. This damage is consistent with that of excessive forces applied during the implant procedure. Electrical testing of the lead was performed and no anomalies were noted.

Event description:
During the implant procedure, the stylet was unable to be removed from the left ventricular (lv) lead. The lead was damaged during the withdrawal process. The procedure was completed with a different lead and there were no adverse consequences for the patient.